Manufacturer narrative:
Product event summary: it was confirmed that the screen freezes and becomes unresponsive. Hard drive performance was at fifty percent. The handle covers were broken, and the analyzer bay flex tape was damaged.

Event description:
It was reported that the programmer froze in the middle of a device check, and needed to be powered off and back on in order to continue use. The programmer has been returned to service. No patient complications have been reported as a result of this event.